Manufacturer narrative:
The t:slim x2 g5 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 53 mg/dl. The suspected cause of bg was high fat food, bolus not extended, and overcompensation correction. Customer's doctor informed the customer that customer was underestimating carbohydrates. Reportedly, cause of bg was due to customer overestimating and requesting a bolus for 60 grams of carbohydrates instead of requesting a bolus of 40 grams of carbohydrates. Bg was addressed with juice.